Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that insulin squirted out during manual prime. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced, and to return the malfunctioning device back for analysis. No further details were provided.

Manufacturer narrative:
The pump passed the displacement, operating currents, off no power, unexpected restart and self tests. However, the pump gave a compromised force sensor system alarm during the basic occlusion and prime tests due to a loose/protruded drive support disk. The pump was received with minor scratches on the display window. The pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.